Manufacturer narrative:
The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a chronic driveline site infection that had been treated since (B)(6)2015. Specific information regarding the types of treatment rendered was not provided. The patient was listed on as 1a status and received a heart transplant on (B)(6) 2015. It was reported the transplant was routine as there was no evidence of any pump malfunction.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A correlation between the device and the report of driveline infection could not be determined, and no device-related issues were discovered during the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 0.25¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.